Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 320 mg/dl and high ketones. Cause was unknown. The customer delivered a correction bolus in an attempt to treat bg prior to the ER. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg in the ER. Reportedly, the customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.